Event description:
Pt has history of cancer with metastasis to the lung. In 2006, chest tube inserted for drainage of plural effusion. At approx, 1930 that evening the nurse changed the atrium. Several mins later the pt developed difficulty breathing, a drop in her pulse ox and she was placed on o2. Surgeon was called and a new powered suction was applied. On exam of the atrium collection set, surgeon and nurse noted a crack on the front black surface. Surgeon stated the pt's lung had collapsed due to air leak.